Manufacturer narrative:
An extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. The user reported unknown or unspecified issue with the freestyle librelink application. Successfully received glucose readings and alarm notifications in the application (samsung galaxy s22, android 13, 2.8.4.9335; iphone 11 pro, ios 16.6, 2.10.2.7677). No issues were identified with librelink application and was unable to reproduce the complaint. Thus this case is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report that reported the following information: a healthcare professional reported that while the customer was using the freestyle librelink, the app failure was encountered as the app failed to load and link to the blood glucose monitoring device. As a result, the customer was unable to monitor blood glucose and experienced a "prolonged loss of consciousness approximately 24 hours" however, there was no third-party medical treatment reported as no further information was provided. Adc customer service has contacted the customer via email to obtain additional information but as of date, no information has been received from the customer. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care received a user report that reported the following information: a healthcare professional reported that while the customer was using the freestyle librelink, the app failure was encountered as the app failed to load and link to the blood glucose monitoring device. As a result, the customer was unable to monitor blood glucose and experienced a "prolonged loss of consciousness approximately 24 hours" however, there was no third-party medical treatment reported as no further information was provided. Adc customer service has contacted the customer via email to obtain additional information but as of date, no information has been received from the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.